Manufacturer narrative:
This lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) in this pacemaker dependent patient upon review of an electrocardiogram. The device was subsequently interrogated and high out-of-range pace impedances were observed in addition to high pacing thresholds and noise in bipolar configuration. Suspecting a lead fracture, the physician performed a revision procedure wherein the lead lead could not be removed with traction. The high out-of-range pace impedances were confirmed in addition to fracture due to subclavian crush. The lead was cut and the distal segment removed through the femoral artery and retained by the explanting facility. It was noted that the patient experienced a syncopal episode as a result of the reported observations. No additional adverse patient effects were reported.